Event description:
It was reported that there was a communication error message. This error may result in a system lock up, no boot, or shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu board was reseated. The system was tested and found to be working as intended and returned to service.